Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a broken or damaged plunger that is hard to move. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, front cover, rear case, handle, barrel clamp, sleeve drive, wiper seal, carriage block assembly small/large gear claw and lower housing. Plunger gripper recall completed. Performed unit calibration. Based on the findings, service determined that the reported issue was due to a mechanical failure of the carriage assembly. Device history record: a review of the device history record showed the device had a manufacture date of 17 mar 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 : device received with completed investigation.

Event description:
It was reported that the device has a broken or damaged plunger that is hard to move. No additional information was provided. There was no patient involvement.